Event description:
The patient is bilaterally implanted. The contralateral device was explanted due to a device malfunction. Due to the patient's young age, and inability to report intermittency, this device was also explanted on the same day, (B)(6), 2012, and the patient reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2013.